Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 due to vehicular accident. It was reported that the piston on the insulin pump was moving very slowly and the blood glucose level was 4.7 mmol/l. It was reported that the customer had car accident and was admitted. It was reported that the customer had blood glucose levels of 8 mmol/l. The customer was treated with plaster for broken fingers. The customer also reported that the insulin pump was damaged and the window was cracked. It was reported that there was a damage on reservoir lip ring but the reservoir was able to lock in place properly. Product is expected to return for analysis.